Manufacturer narrative:
H2) a software analysis was initiated. However, the software evaluation found as not a software issue, complaint data analysis found the event was due to user workflow issue as per the complaint data and software functioning as designed codes b01, c19, d14 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system. System checkout complete. Representatives completed the checkout and a thorough navigation accuracy check. The imaging system and navigation system have been confirmed to be accurate. The system operates as designed with no further issues noted at this time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that they had an inaccuracy case. The spine representative reported this to another rep. Standard procedure for localization and spin, no retractor or skin interference in the reference frame clamp. Spin was uneventful. Upon checking accuracy at the left l4 pedicle, the navigated burr appeared off in the left/right plane. Accuracy was checked contralaterally and was inaccurate as well. Potentially both depth and left/right were not accurate immediately upon spin. Drill and chicken foot were re-verified to confirm. They site aborted navigation and did not use the image acquisition system (ias) and the navigation system. Representative did not have any more information than what was provided. Technical service to ask representative for any additional information. At this time, the navigation system did not appear to be an issue because other cases have been fine. This was occurred intra operatively. There was a reported delay of less than 1hour and no reported impact to patient outcome. Medtronic imaging and navigation aborted.